Manufacturer narrative:
Evaluation of the returned pod pc revealed an ovalization near the distal tip of the introducer sheath. If the device is mishandled during the use, damage such as this may occur. This damage likely contributed to the reported resistance experienced during the procedure. During functional testing, the pod pc was able to advance through the introducer sheath with resistance due to the ovalization in the introducer sheath. The device was unable to advance through the non-penumbra microcatheter due to the kink near the proximal end of the pusher assembly. The kink near the proximal end of the pusher assembly was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), ruby coils, a non-penumbra microcatheter, and a non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed five ruby coils into the target location using the microcatheter. Then while attempting to advance a pod pc, the pod pc became stuck within its introducer sheath and would not advance at all from its initial position. Therefore, the pod pc was removed. The procedure was completed using another pod pc, two ruby coils, three non-penumbra coils, the same microcatheter and the same catheter. There was no report of an adverse effect to the patient.